Manufacturer narrative:
(B)(4). The customer reported that the connectors were discarded. Unable to determine the cause of the reported sticking and spraying.

Event description:
The customer reported they have had recent issues with the maxplus valve. They stated the blue gland in the valve would stick in the open position, then "pop" closed and spray blood. There was no pt harm reported; however, the users have been sprayed by blood from the valve. All info is anecdotal, no detailed or written reports of specific pt events provided.